Manufacturer narrative:
(B)(4). This complaint of a system error 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) on the homechoice machine during drain 2 of 4. The technical service representative assisted the home patient (hp) to disconnect using aseptic technique and remove cassette. Product surveillance spoke with the hp; the hp reported there were no leaks, the connections were tight, and the line was completely primed. The cause of the alarm remains undetermined. The patient resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded. Since the lot number is unknown a batch review will not be performed.